Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the controller show a broken warranty seal. The unit have been previously opened. No visible manufacturing anomalies were found; during functional evaluation the unit was powered-on and after pressing any button a failure e5 immediately came up with an acoustical sound and the red attention led; the ¿failure could not be reset; the reported hardware failure f4 was not found; the complaint of an f4 error was not confirmed. The complaint of an e5 error was confirmed and the root cause is associated with a component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that there was a hardware error f4 on the quantum controller. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.